Event description:
A consulting physician reported a pt who was originally skin tested, date not known, by a physician in florida, (name withheld). The pt had a history of previous treatment. On 5 jul 97, the pt was treated in the vermilion border and cheek grooves by the unknown florida physician. The pt stated 2 months later, exact date of onset not known, she developed swelling and tenderness in the vermilion border. The consulting physician first examined the pt about the end of feb 1998 and noted that he was able to feel "lumps" under the skin at the vermilion borders. The physician examined the pt again on 18 march 1998 and noted that the "lumps" were unchanged in size. The physician believed the pt was probably hypersensitive to the product. No medical or surgical intervention was planned or prescribed at that time. On 4 oct 1999, the physician examined the pt and noted there is no inflammatory process or nodules at the injection sites. He reported there is some induration at the sites. The pt stated the only symptom which has still not resolved is induration at the injection sites. She stated the redness, swelling, and tenderness have resolved. The pt stated the induration is intermittent and it depends on the weather; if the temperature becomes hot or cold, the induration occurs. She stated the flares have become less frequent recently. No further medical or surgical intervention was prescribed.